Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 between 5:30 - 6:00 pm after receiving inconsistent blood glucose results from her prodigy diabetes meter. The end user never showed any significant symptoms. At the time of the medical event, the end user attempted to perform a blood glucose test but was unable to obtain a reading. The paramedics were called due to the end user becoming nervous and not sure how much insulin she should take. The paramedics performed a blood glucose test with their meter but she could not recall the result. There was no treatment provided by the paramedics and she was transported to the ER. Upon arrival to the e.r., her blood glucose was 169 mg/dl. No treatments were provided while at the e.r. And after 4 - 5 hours the end user was discharged and instructed to obtain a new glucose meter. No further details were provided in relations to this medical event.